Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was able to log in but could not access the patient list or medications. Customer attempted troubleshoot with reboot but issue still persisted. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a technical support specialist confirmed that the issue was resolved by the pharmacist after properly rebooting the station. The resolution was confirmed with the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.